Event description:
It was reported that (2) devices were used during a laparoscopic cholecystectomy. It was reported by the affiliate that after the er320 devices are fired for the first clip, the following clips are not pushed well into the jaws, so that they do not close correctly and fall into the abdominal cavity (the clips were retrieved). Another instrument was used to complete the case. There was no pt consequence.